Manufacturer narrative:
Investigation of this report is currently in progress.

Event description:
On 10/17/2006, nellcor received a report of a leak on the device while in use on a pt. The caller reported that the cuff was losing air after 4 days of use. Replacement of the tube was required. The tube was replaced without incident.